Event description:
It was reported that a nurse mistakenly went to perform a daily test of the defibrillator output while the device was being used on a pt. Allegedly the nurse disconnected the defibrillation cable from the device and was holding it in his hand while he charged and discharged the defibrillator at a 200 joule setting. It was reported that when the device discharged the pt received a minor electrical shock. Reportedly there was no injury to the pt or treatment administered.